Event description:
It was reported that a shaft break occurred. The patient presented with coronary artery disease (cad). A 2.50 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During delivery, the agent balloon was unable to cross the lesion, and the hypotube bent and subsequently fractured. The device was removed without difficulty. A second 3.00 mm x 30 mm agent dcb was then advanced to a more proximal segment, but this device also failed to cross the lesion and the hypotube become significantly bent. It was also removed without incident. No patient complications, and the patient fully recovered.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that a shaft break occurred. The patient presented with coronary artery disease (cad). A 2.50 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During delivery, the agent balloon was unable to cross the lesion, and the hypotube bent and subsequently fractured. The device was removed without difficulty. A second 3.00 mm x 30 mm agent dcb was then advanced to a more proximal segment, but this device also failed to cross the lesion and the hypotube become significantly bent. It was also removed without incident. No patient complications, and the patient fully recovered.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned for analysis as it was disposed of at the healthcare facility (hcf); therefore, a technical analysis could not be performed on the device. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review performed for the agent dcb device confirmed that the event of 'shaft break' is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of 'cause not established.' The device was not returned for analysis; the allegations cannot be confirmed. No image or procedural media was received from the customer. Additional information was requested from the customer regarding the reported event however, no new information was received and all information that was not provided was unknown. Based on the available information and considering that no device or media from the procedure was received, a clear conclusion for the reported events cannot be established. However, it is most likely that excessive handling and/or force was unintentionally applied to the device during the procedure which subsequently contributed to the reported kink and break.